Event description:
During a follow-up in-clinic, increased capture threshold which resulted in loss of capture (loc), decreased pacing impedance, and decreased sensing was observed on the right ventricular (rv) lead. Lead dislodgement was alleged. The rv lead was repositioned to resolve event. The patient was stable.